Event description:
Pt underwent avastin injection to the right eye on (B)(6) 2017 for a choroidal neovascular membrane, when seen for f/u visit on (B)(6) 2017, she was complaining of a round bubble in her inferior visual field. Dialed exam with indirect ophthalmoscopy revealed a small silicone oil bubble in the right vitreous corresponding to the pt's complaint, the avastin was obtained from a compounding pharmacy ((B)(6), lot number 36-20162712@20, expiration date 03/27/2017) and was supplied in a prefilled, sterile b-d syringe. Compounded avastin was supplied in a pre-filled sterile bd syringe. There have been reports of silicone oil used for lubrication of the plunger in these syringes getting into the eye when they are used for intra-ocular injection of compounded avastin from compounding pharmacies. This is another case of this previously reported problem.